Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. It appears from the information that the meter has very likely suffered from the memory overwrite issue causing the units to change to mg/dl. There was no report of death, serious injury or mistreatment. The customer's meter has been replaced. The customer's meter has been requested for investigation.